Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user's endocrinologist reported by that the user¿s ilet repeatedly displayed alert 38 (motor stall), which stopped insulin dosing and meal announcements. The user¿s endocrinologist requested immediate replacement of the pump. Blood glucose rose to 500 mg/dl. Parents assisted during the event. A replacement device was arranged. No medical intervention occurred.